Event description:
The pt's internal device was explanted due to no neural imaging responses and no response to stimulation. Testing of the device showed that the device is functioning. The pt was reimplanted with another advanced bionics device.